Event description:
It was reported that rigid video laparoscope had image problems. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture found under distal cover glass, fiber breakage, dents and scratches on distal end of outer tube occurred, loose adapter. Based on the results of the investigation, the most probable cause of the reported malfunction and additional malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.